Event description:
It was reported that an attempt was made to primary stent (contrary to IFU) a lesion in the right coronary artery graft. Reportedly, the balloon would not hold pressure during deployment. The stent appeared to have partially deployed. As traction was applied to remove the balloon catheter, the shaft of the catheter separated proximal to the guide wire exit notch. The stent remained in the graft with the distal end of the delivery system attached to it. The pt was sent for coronary artery bypass graft surgery.